Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported devices infusing dopamine and epinephrine, dosages and rates not specified, turned off. A "system error" message occurred and the clinician was unable to turn off the pcu. An unspecified epinephrine bolus was administered; the patient was stabilized while new pumps were placed and had no lasting effects from the event.